Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remove three pieces of coil'), device dislocation ('left essure coil migrated out of her fallopian tube / essure device in abdominal cavity') and abortion spontaneous ('miscarriage') in a 33-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic discomfort ("discomfort"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (laparoscopic hysterectomy; salpingectomy and essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic discomfort, pelvic pain, dyspareunia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, dyspareunia, fatigue, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2016: results: left essure migrated out of fallopian tube. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('remove three pieces of coil'), device dislocation ('left essure coil migrated out of her fallopian tube / essure device in abdominal cavity') and abortion spontaneous ('miscarriage') in a (B)(6)-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pelvic discomfort ("discomfort"), pelvic pain ("chronic pelvic pain / increasingly severe pain"), dyspareunia ("pain during intercourse") and fatigue ("chronic fatigue") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with surgery (laparoscopic hysterectomy; salpingectomy and essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, abortion spontaneous, pelvic discomfort, pelvic pain, dyspareunia and fatigue outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device breakage, device dislocation, dyspareunia, fatigue, pelvic discomfort, pelvic pain and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - in (B)(6) 2016: results: left essure migrated out of fallopian tube. Hysterosalpingogram - on an unknown date: results: coils were properly placed. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy cannot be totally excluded. However, the reported medical events and lack of efficacy are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-mar-2021: mr received: event device breakage added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.